Manufacturer narrative:
(B) (4). (B) (4). Device empty. Evaluation summary: the analysis results found that the device arrived in good visual condition and void of staples. No functional test was performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. Event could not be confirmed as the device was received fully fired. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the staples would not come out smoothly. Another device was used to complete the procedure. There were no adverse consequences for the patient.